Event description:
Syringe was broken when attempting to use [syringe issue] . No adverse event [no adverse event] . Case narrative: this initial spontaneous report concerns of events device breakage and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of events was not reported. On 10-jul-2025, amneal pharmaceuticals received information from the pharmacist via a voice mail concerning above mentioned events experienced by the patient while on amneal¿s medroxyprogesterone acetate prefilled single-dose syringe. Additional significant information (#1) was received on 14-jul-2025 from the pharmacist via a telephonic call. New information included; product details (lot no, exp date, s/e no. And start date) and the event device breakage updated to syringe issue, and event start date were updated. On an unknown date in 2025, the patient started therapy with medroxyprogesterone acetate prefilled single-dose syringe, 150 milligram per millilitre, (ndc: 70121-1480-1, lot no: 240230, expiration date: may-2026, and s/e no: (B)(6)) for unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. On (B)(6) 2025, the pharmacy dispensed a prefilled injection to the patient. On an unknown date of 2025, the patient tried to inject the medication and the syringe was broke. The patient returned the broken prefilled syringe to the pharmacy on (B)(6) 2025. Last action taken with medroxyprogesterone acetate to syringe issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of syringe issue and no adverse event were unknown. The reporter causality for the events of syringe issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited. This significant follow up (#2) information received on 23-aug-2025. New information received includes qa investigation report attached with this case. During the investigation it is confirmed that: aseptic filling and visual inspection processes of batch 240230 were conforming. No record found in relation to the problem statement. Dose control ipcs reviewed and confirmed to be compliant. The related material batches used on the manufacturing of batch are compliant and have been used for the manufacture of other released final units. Retention and reference samples are compliant. Batch record documentation with no issues. Inspection of particles and visible defects with no anomalies. Stability results reviewed with no detected issues. Qc release testing (and specifically ccit, container content, gliding force and break loose) reviewed with compliant results apr reviewed with no issues. After finishing investigation, it was concluded that issue is not likely to have occurred during manufacturing process performed in farmalan premises. Bearing in mind all the previous information, batch 240230 maintains its status as conforming as it has no impact on product quality, efficacy or safety. The units that are in the market and that have already been released are not impacted for this complaint. Last action taken with medroxyprogesterone acetate to syringe issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of syringe issue and no adverse event were unknown. The reporter causality for the events of syringe issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited. This case has device complaint associated. The investigation report was assessed not to have the possibility of causing any future harm to other users of the product.

Event description:
Syringe was broken when attempting to use [syringe issue] no adverse event [no adverse event]. Case narrative: this initial spontaneous report concerns of events device breakage and no adverse event in a patient (age, gender and race not reported) from the united states. The patient's age at the time of events was not reported. On 10-jul-2025, amneal pharmaceuticals received information from the pharmacist via a voice mail concerning above mentioned events experienced by the patient while on amneal¿s medroxyprogesterone acetate prefilled single-dose syringe. Additional significant information (# 1) was received on 14-jul-2025 from the pharmacist via a telephonic call. New information included; product details (lot no, exp date, s/e no. And start date) and the event device breakage updated to syringe issue, and event start date were updated. On an unknown date in 2025, the patient started therapy with medroxyprogesterone acetate prefilled single-dose syringe, 150 milligram per millilitre, (ndc: 70121-1480-1, lot no: 240230, expiration date: may-2026, and s/e no: (B)(6) for unknown indication. Concurrent condition, concomitant medications, smoker, alcoholic, allergy, medical history, history of procedures, surgeries, laboratory tests and recreational drug use were not reported. On 9b)(6) 2025, the pharmacy dispensed a prefilled injection to the patient. On an unknown date of 2025, the patient tried to inject the medication and the syringe was broke. The patient returned the broken prefilled syringe to the pharmacy on (B)(6) 2025. Last action taken with medroxyprogesterone acetate to syringe issue and no adverse event were not applicable. De-challenge and re-challenge were not applicable. The outcome of events of syringe issue and no adverse event were unknown. The reporter causality for the events of syringe issue and no adverse event was not reported. This case was considered serious. The reportability of this case was expedited.